Manufacturer narrative:
Correction: supplemental medical device report (smdr) # 03 is being filed to correct the date on the supplemental report, filed earlier. Incorrect date of 12/21/2014 is being corrected to 12/21/2015. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the handpiece had no power. It was noted this happened to two different surgeons. The surgery was completed using an alternate handpiece with no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement handpiece. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on april 6, 2015. Based on qa assessment, the product met specifications at the time of release. The first associated system was manufactured on january 15, 2009. Based on qa assessment, the product met specifications at the time of release. The second and third affiliated systems were manufactured on june 05, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A phaco handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The handpiece resistance value on the returned handpiece was tested. The returned handpiece passed testing. The returned handpiece was connected to a calibrated system and tuned. The returned handpiece passed tuning. The returned handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The returned handpiece generated both phaco and torsional power during test. Functional testing on the returned handpiece could not confirm the reported non-conformity of no phaco power. Testing results showed that the returned handpiece generated phaco power normally. The phaco handpiece was manufactured on april 6, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).